Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl, seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphadenopathy. Date of alcl diagnosis: (B)(6) 2021. Implanting physician: (B)(6). Implanting institution: (B)(6). Explanting institution: (B)(6).

Event description:
Patient reported via (B)(6) right side bia-alcl (stage 3), late seroma and lymphadenopathy. Histopathological markers cd30+ and alk- have been received. Patient reported breast cancer (side unknown) which is not related to the device. The device has been explanted. Treatment: capsulectomy, explantation, radiation.